Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Limited information available indicates that a revision procedure is needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2008 where biomet patient matched implant (pmi) components were implanted. The pmi components were made to fit with competitor components. Subsequently, a revision procedure was performed on (B)(6) 2010 due to rupture of competitor component and the patient was converted to a biomet orthopedic salvage system at that time. It was reported that patient may undergo a revision procedure due to inability to fully extend the leg; however, there has been no additional revision procedure reported to date.